Event description:
Caller indicated the assure 4 meter was reading high. In 2008, the resident was in a hypoglycemic reaction. His blood sugar read 76 on the assure 4. When the paramedics arrived his blood sugar read 18. Not sure how much time between readings. On six days later, again his blood sugar read 63 and paramedics read it at 16.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.